Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5mm implant with inserter handle, the locking pin engaged prematurely. The implant had to be removed and the procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.